Manufacturer narrative:
Corrected data: h6(component code: removing 525 and adding 4768) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely physical, chemical, or environmental stress led to the malfunction. The event can be [detected/prevented] by following the instructions for use which state: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a connecting tube coating with peeling of (1mm2 or more). There were no reports of patient involvement.